Event description:
It was reported that the battery of the device exhibited a rapid drop in voltage during the last six months with no current explanation. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).